Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not working. Boston scientific technical services (ts) discussed on how to get in touch with a local sales representative in case to have the device checked. There was no further information given on this event. All available information suggests that the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not working. Boston scientific technical services (ts) advised that the device needed to be checked. Attempts were made to obtain additional information but no information was available. This ICD remains in service. No adverse patient effects were reported.